Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. All copilot bleed back control valves are subjected to a 100% visual inspection during manufacturing, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality including performing a leak test on a sample of units from each lot. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for investigation and the lot number was not reported. Potential causes for loose connections contributing to air entering the system include, but are not limited to, manufacturing, damaged seals, damaged threads, device handling, and/or interaction with associative devices. Based on the reported information, it may be possible that the rotator threads of the copilot were not properly attached to the guiding catheter, as it was reported that after the physician aspirated the system and re-prepped the devices, there was no air entering the system. However, without having the product to examine, a conclusive cause for the reported loose connection could not be determined.

Event description:
It was reported that during a coronary intervention, after device preparation, a small amount of air was noted to be injected from the co-pilot through the guiding catheter into the coronary system; reportedly, due to loose connections at the co-pilot. As soon as the air bubbles were noticed, the physician aspirated the system and re-prepped the devices. There was no adverse patient sequela. Although requested, there was no additional information provided.